Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. 654848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for pregnancy prevention: demulen from 2004 to (B)(6) 2009 and ortho-cyclen from 2003 to 2004. Concurrent conditions included premenstrual dysphoric disorder, bleeding menstrual heavy, ache, emotional lability, breast tenderness, abdominal pain, pampinocele, inflammation, premenstrual syndrome, tobacco user, irregular menstruation and bleeding menstrual heavy. Concomitant products included antiinflammatory agents and ethinylestradiol;etynodiol diacetate (zovia) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced abdominal distension ("other injury(ies) or complication (s) please describe: bloating"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 1 year 11 months after insertion of essure. In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") with vaginal odour and alopecia ("hair loss"). The patient was treated with surgery (surgery (other) type of surgery: bilateral removal of essure devices, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, vaginal discharge, uterine leiomyoma and abdominal pain outcome was unknown, the depression, fatigue, weight increased, abdominal distension and alopecia was resolving and the rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure placed on right 6-8 coils seen essure placed on left 6-8 coils seen the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. Procedure: the left essure device was then dissection from the cornual myometrium with a partial cornual resection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: both right and left essure coils visualized, both tight and left essure coils are visualized on 20 and #d images.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, fatigue, depression, menorrhagia, abdominal distension, weight increase, vaginal odour quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of ptc. . Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. 654848) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Previously administered products included for pregnancy prevention: demulen from 2004 to (B)(6) 2009 and ortho-cyclen from 2003 to 2004. Concurrent conditions included premenstrual dysphoric disorder, bleeding menstrual heavy, ache, emotional lability, breast tenderness, abdominopelvic amputation, pampinocele, inflammation, premenstrual syndrome, tobacco user, irregular menstruation and bleeding menstrual heavy. Concomitant products included antiinflammatory agents and ethinylestradiol; ethynodiol diacetate (zovia) from (B)(6) 2009 to (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal odour ("vaginal odor") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced abdominal distension ("other injury(ies) or complication (s) please describe: bloating"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroid"), 1 year 11 months after insertion of essure. In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (surgery (other) type of surgery: bilateral removal of essure devices, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, vaginal discharge, uterine leiomyoma and abdominal pain outcome was unknown, the depression, fatigue, weight increased, abdominal distension, vaginal odour and alopecia was resolving and the rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal odour and weight increased to be related to essure. The reporter commented: essure placed on right 6-8 coils seen essure placed on left 6-8 coils seen the isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. Procedure: the left essure device was then dissection from the cornual myometrium with a partial cornual resection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2014: both right and left essure coils visualized, both tight and left essure coils are visualized on 20 and #d images. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, fatigue, depression, menorrhagia, abdominal distension, weight increase, vaginal odour. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet and medical records received: previously reported "injury" replaced with other event. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, rashes or skin conditions type: rashes, dental problems, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, other injury(ies) or complication (s) please describe: fibroid, bloating, vaginal odor, hair loss, abdominal pain. Reporter information, medical history, concomitant drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.